Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, yellow particles in device inner surface, one curved opening and void >1 mm in non-textured valve-to shell-bond area. A microscopic analysis and leak test were performed which identified one opening crease sharp, one opening striated, nick striated and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease sharp in the side anterior assessed as fold flaw opening. One opening striated in the side anterior assessed as surgical damage. -nick striated in the side anterior assessed as surgical tool scratch like.

Event description:
Healthcare professional reported "any creases" and "particles in valve" during surgery. Device has been explanted and replaced.